Manufacturer narrative:
Concomitant medical devices: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was battery depletion and less than 50% therapy relief. The patient was not charging her battery. On (B)(6) 2015, an appointment was scheduled to assess and recharge. Diagnostic testing and troubleshooting were going to be performed in the future. The patient was alive with no injury at the time of this report. It was later reported that the implantable neurostimulator (ins) was charged to ¼. They interrogated the ins and saw the code 0x2608. Impedance test showed all were within normal limits and stimulation was turned on to check efficacy. The patient had effective therapy and stimulation was turned off. She was going to recharge fully for the next three days before turning her stimulation on. The patient was to recharge fully every day for two weeks, then recharge on a regular basis. No further action was planned.